Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, black particles in the shell and weigh to the spec. Bubbles in the gel observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported and confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformities noted. Additional, changed, and/or corrected data: b.5., d.7., e.3., d.10., h.3., h.6.